Event description:
The company was notified of a failure to implant of a standard mitral valve. While the doctor was implanting the device, he noticed that the leaflets of the valve would get stuck occasionally during opening and closing of the valve. He then reported that the leaflets were opening and closing normally; however, the doctor decided to remove and replace the valve with another standard mitral valve. Pt recovered normally. On the field experience report, it is reported that the surgeon was not indicating that the event led to, or could have lead to, death or a serious injury.

Manufacturer narrative:
An eval of the device is planned, but it has not yet been returned to the company at the time of this report. We received info regarding this failure to implant, due to leaflets that apparently got stuck occasionally and then could open and close normally. It is known that during an implant, the leaflets can be impinged due to implant technique or to anatomy of the pt, especially in mitral position, where the tendinee cords or the papillar muscles could interfere with the correct movement of the leaflets. Since we did not receive the device back yet, we could not perform the full investigation on it. Eval - method - a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.